Event description:
It was reported that during implant, noise was observed when the lead was connected to the system analyzer or device. It was noted there was no capture or sensing. Impedance values varied. The lead was repositioned and the issues remained. The lead was not implanted and replaced successfully. The patient was fine after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.